Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery had obvious white arc spots. There was no patient involvement. The problem was found out during their internal evaluation at the biomedical service department. No additional information is available.